Event description:
It was reported that the patient presented to the hospital with shortness of breath. There was some loss of capture on the right ventricular (rv) lead with the threshold test. They observed intermittent capture at 5 v and loss of capture was demonstrated at 2.25 v. An x-ray was performed which showed that the lead did not appear to have moved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).